Manufacturer narrative:
The insulin pump was powered up properly after battery installation. The device was received with operating currents within specification. The device was monitored and no constant audio and or beep anomalies or low battery alarms were noted. The device was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a constant tone on the insulin pump. The blood glucose reading was 101 mg/dl. Customer stated that changing the battery did not restore normal function. Nothing further was reported.